Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (belgium) the patient was unable to charge the ipg. As a result, the physician explanted and replaced the patient¿s ipg (exact date is unknown), resolving the issue. There was no loss of stimulation.

Manufacturer narrative:
This report was erroneously submitted as a duplicate of MFR. Report# 1627487-2018-08687.

Event description:
Additional information identified the event reported here was a duplicate to the previously reported MFR. Report #: 1627487-2018-08687.